Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Involved product which broke during use was not returned and cannot be analyzed. The given batch number has no corresponding with the catalog #. Right batch number being unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event, it was reported that a plugger broke during use; the separated piece was retrieved and no injury resulted.